Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm alarm was heard and confirmed by telemetry. The alarm was due to an intermittent motor stall. The pump first stalled and recovered, with three to four more motor stalls and motor stall recoveries in the event logs. The stall was constant at the time of this report. The last motor stall message was on (B)(6) 2015 with a stop pump period may exceed tube set message on (B)(6) 2015. There is no therapy or medical problem as the patient was ¿feeling okay.¿ it was noted that the patient had not had an MRI and the patient was to be referred to a surgeon. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding the patient¿s interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.